Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that the deflection mechanism broke on two of the scopes rendering them inoperable. No negative impact in state of health reported. Cross reference MDR: 1221826-2026-494.

Manufacturer narrative:
Conclusion summary: broken deflection wire in handle housing caused failed deflection at 140° up/0° down. Debris in handle housing. Shaft crushed 142mm from distal tip. Scrapes in working channel. Debris on vertebrae. This event is filed under internal complaint ID (B)(4).